Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through two (2) large volume folfusors. During patient infusion, it was observed that the medication was not flowing through the device and therefore not medication was not delivered. The devices were filled with tazocilline 12g in 240 ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: typographical error in b5: change from "not" medication to "the" medication was not delivered. Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from february 11, 2020 - february 12, 2020. H10: one actual device was received for evaluation. The second reported sample was not returned and therefore, could not be evaluated. The returned device was received containing 180 mls of residual fluid in the bladder. Visual inspection on the returned device, via the naked eye, showed no signs of physical abnormality that could have caused the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed on the unit and the results were within the product specification range. Based on the findings of the evaluation, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.